Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, it is not possible to determine the cause of the event. Due to the report of the low glucose following a meal announcement, it is possible that the user overestimated the amount of carbohydrates in their meal announcement and chose a meal size that was too large, resulting in excess insulin.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user's mother reported the low bg event occurred after the user resumed using the ilet pump following a three-week break. Concerned that this break may have affected the pump algorithm's responsiveness, the mother noted a low blood glucose (bg) level of 26 mg/dl following a meal announcement. The user experienced persistent low bg levels (under 70 mg/dl) for a total of five hours, despite multiple carb-based interventions, including glucagon, 50 units of glucose, five juices, two sandwiches, and two applesauces. The user lost consciousness and became unresponsive, requiring parental assistance and ER care. The user was admitted to the ER, stabilized, and released on the same day, (B)(6) 2024. The mother has not reconnected the user to the ilet and is awaiting further guidance from the clinical team, who have been referred for support and a possible factory reset.